Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d6b

Event description:
Healthcare professional reported right side capsular contracture baker grade ii. Healthcare professional later reported capsular contracture between baker "grade 2 and 3", "double capsule", "seroma" and "breast pain". Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - capsular contracture: unable to observe as it is not related to the manufacturing process. - seroma-late: unable to observe as it is not related to the manufacturing process. - double capsule: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. The reported events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma and capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional reported right side capsular contracture baker grade ii. Healthcare professional later reported capsular contracture between baker "grade 2 and 3", "double capsule", "seroma" and "breast pain". Device has been explanted and replaced with a non-abbvie device.